Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that ongoing minimum fill notifications occurred when filling the cartridge with 300 units of insulin. In addition, it was reported that an occlusion alarm occurred. Customer's blood glucose level was 263 mg/dl. Customer reverted to manual injections for insulin therapy.